Event description:
It was reported that the screen goes blank (no image) during an exam. This can render the system unusable. There is no report of injury or death associates with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.